Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 8.5cm was returned for analysis. External insulation abrasion was noted at 6.7-7.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate therapy due to oversensing of noise.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to an insulation tear at the proximal end of the lead. The lead was capped and replaced. The patient was in good condition.